Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to ensure proper finger placement when pressing the button, but the issue persisted, leading to the decision to replace the pump. It was confirmed that the pump was within warranty, and the customer planned to use multiple daily injections as a backup therapy.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.